Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-70, serial: (B)(4), description: infinion 16 lead kit 70 cm. Model: sc-3400-30, serial: (B)(4), description: splitter 2x8 kit-sterile. Model: sc-3400-30, serial/lot: (B)(4), description: splitter 2x8 kit-sterile. Model: sc-4316, lot: 21600625, description: clik anchor. Model: sc-1132, serial/lot: (B)(4), description: precision spectra ipg kit. A review of the manufacturing documentation for sc-2316-70 serial number (B)(4), sc-3400-30 serial number (B)(4), sc-4316 lot number 21600625, and sc-1132 serial number (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Physician had decided to revise the lead for better coverage, and during the procedure he noticed what he believed might be an infection in the tissue near the low thoracic spine. At that time, the entire scs system was removed. Cultures were taken and showed nothing of concern, and patient was put on antibiotics. It is unknown what caused the infection. Patient is doing well post operatively. Device will not be returned as it was discarded by the facility.